Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom on (B)(6) 2015 to report a transmitter failed error on (B)(6) 2015. The patient did not report any injury or medical intervention. No additional patient or event information is available. The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed (B)(6) 2015 confirming the reported event of transmitter failed error.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. Functional testing was performed and there was no failure detected. The reported event of transmitter failed error was confirmed. A root cause could not be determined.